Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided for item#: 00579104400 lot#: 63881554; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00579104900 - screw inserter/extractor - 60537425. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw driver extender is broken and the screw is stuck inside. There was no consequences or impact to the patient.